Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of extension model 37081-60, sn: (B)(4) showed no anomalies. All impedances were within normal range.

Event description:
It was reported that there was an extension connection problem. It was noted that the extension was implanted and explanted on (B)(6) 2014. Impedance testing was done and electrodes 2, 3, 4, 5, 6, 7 all showed impedance over 10,000. These high impedances were measured after connecting the implantable neurostimulator with the extension and the lead. The lead was measured alone and the impedances were fine. The extension was replaced and after reconnecting everything the system worked fine. It was noted that the extension was never fully implanted. The patient was alive with no injury at the time of the report and had a good therapy outcome.